Event description:
Bilateral ruptured implants. A 46 yr old wg2p2 female status post bilateral subglandular inframammary gels 8/24/77 for augmentation. She complains of firmness decreasing size x yrs. Bilateral history of trauma fell on left side jan 1994 with rapid decreasing size MRI 4/22/94 within normal limits. Pt has systemic complaints of arthralgias/myalgias, parasthesias, fatigue, sore throats, hot flashes, headaches, dizziness, neurocognitive problems, hair loss, raymonds, sob. Gi/gu problems-healthy, nonsmoker exam positive bilateral iii contracture left side 20cc smaller with bilateral posterior positive lymph nodes right high anterior positive lymph nodes left axillary 2 cm. Surgery 11/28/94 with bilateral rupture, cohesive gel right moderate yellow, left minimal yellow. Bilateral moderate cloudy moderate capsules contracture with moderate calcification and weight 22 gm each right weight 185 gm left 183 gms with marked histiocytes.